Manufacturer narrative:
A review of the device history records was requested; however, the provided lot number was not able to be verified so no device history record review could be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection of the equipment, two devices were discovered broken. The tip of cannulated 2.5mm hexagonal screwdriver is broken off and missing. It is unknown if there were any issues with the device prior to discovery. The ratchet portion that locks the wire cutter 220mm is broken off. Fragments are missing. The issue was discovered during sterile processing. No issues with the device prior to discovery. No case or patient involvement. Devices will be returned for evaluation. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the 391.93 wire cutters are an instrument routinely used in the cannulated percutaneous guiding system. The 391.93 lot number 8910 wire cutters, was returned and reported that the ratcheting mechanism broke. This condition is confirmed; one of the leaf springs has broken off at the proximal end of the device where the spring meets the handle. It is likely that several years of consistent use and sterilization cycles have led to this complaint condition. The device is in much worn condition with deformation and discoloration around the distal jaws of the cutters. Drawing number se_388181 rev. A was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices agrees with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that numerous years of consistent use and sterile processing cycles have led to this complaint condition for the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.